Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The lay user/pt contacted lifescan (lfs) customer service alleging that her onetouch ultra2 meter started to give her erratic meter readings in 2009. The pt reportedly obtained blood glucose results of 190, 130, and 140 mg/dl on the subject meter, which she felt were inaccurate high: the results were obtained within a 20 minute time period. The pt is an insulin pump user. It was noted that the pt did not take actions in response to these readings in regards to her normal diabetes routine; however, it would be helpful to know more info about her activity levels and food intake after she obtained these reported symptoms. She claimed she started to feel shaky about an hour after the alleged issue occurred. It is not known if the pt tested with the subject meter while experiencing these symptoms. Later the same day at an unspecified time, the pt's blood glucose result was reportedly "30 mg/dl" on the emergency medical service meter and that she was treated with a glucagon injection. According to the troubleshooting performed with customer service, the pt's hands were not washed prior to testing. Replacement products were sent to the pt. Based on the provided info at this time, this complaint is being reported because the pt claimed she became hypoglycemic after obtaining erratic meter readings. The pt reportedly was treated with a glucagon injection by the ems as a result of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.